Manufacturer narrative:
(B)(4) date sent: 5/6/2025 corrected data d4: UDI#. Additional information received: intervention/treatment (check 'none' or all that apply) none: yes / no. Updated log line: 1 updated: end date: blank (B)(6) 2024, date of dilation: blank (B)(6) 2024, dilation performed: no / yes, indicate type of dilation? : blank / mechanical outcome: not recovered/not resolved/ recovered/resolved. A manufacturing record evaluation was performed for the finished device 28560 number, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2025. Additional information: updated log line: 1. Updated: severity : mild - moderate.

Event description:
It was reported via clinical trial patient trx_2018_01: 00196-001 experience, dysphagia. Relationship to study device: probable.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information: diagnostic imaging: no => yes log line 1 updated: diagnostic imaging: yes => no relationship to study device: probable relationship to primary study procedure: not related dilation performed: no drug therapy: no if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes => n/a if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => yes outcome : blank => not recovered/not resolved diagnostic imaging : yes => no diagnostic imaging : no => yes additional information received 7 dec 2023 "it appears the site updated the data on dec 1 and now it is reported that the site used a lxmc14 (not 16). " updated log line: 1 updated: intervention/treatment (check 'none' or all that apply)none : yes => no ___________________ updated log line: 1 updated: end date : blank => 27 nov 2024 date of dilation: blank => (B)(6) 2024 dilation performed: no => yes indicate type of dilation?: blank => mechanical outcome: not recovered/not resolved => recovered/resolved. ____________________ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.